Event description:
It was reported that during a colon operation, the instrument was used to do an anastomosis after a piece of the colon had been transected. The anvil head was sewn in and made ready to dock the trocar of the instrument. The two, anvil head and the trocar/instrument were connected and the closing sequence was fired. It was at this point that the head surgeon, not actually the one firing the instrument, realized that there was something wrong, he did not hear any crunch. But he told me that he saw that the firing level was closed all the way, plastic to plastic. To inspect what happened, the instrument was pulled out of the patient. He started with the patient. Nothing had happened, no staples could be found and there had been no cutting. After this he inspected the instrument, and no staples could be found on and in the instrument. To inspect the knife the instrument was closed in to its firing range and fired in the air. The knife came out, as it should, still no staplers. To be able to complete the operation a new instrument was brought in. The first anvil head was replaced, by opening the bowel and putting the new one in. And the new instrument was used, everything worked this time, both the cutting and the stapling. At this point the surgeon was very concerned. He was worried about leakage and to prevent this he did a loop and a colostomy, something he had not planned to do from the beginning.

Manufacturer narrative:
Information anticipated, but unavailable at this time.